Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found. Analysis did indicate that the setscrew marks on the connector pin were too proximal, the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis also indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst indicated that on (B)(6) 2015, rv coil impedance was high and measured 150 ohms. Analysis of the device memory also indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. The analyst commented that during the week of (B)(6) 2015, rv coil impedance varied between 51 ohms and 150 ohms.

Event description:
It was reported that approximately two days after implant, high voltage impedance on the right ventricular (rv) lead was variable and increased when the patient's arm was extended. No issues were identified with sensing or pacing lead impedance during arm manipulation. The implantable cardioverter defibrillator (ICD) header and lead were viewed under fluoroscopy, no terminal pin displacement was found. Upon visual inspection, a small amount of blood was noted on the lead pin. The lead pin was reseated into the ICD header and defibrillation threshold testing confirmed normal function. The ICD remains in use. Approximately one month later, an rv lead fracture was suspected. Varying and high lead impedance specific to the rv coil were noted. An impedance spike, high impedances and noise on the pace/sense portion of the lead were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.